Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement. Moreover, visual inspection revealed no responsibilities. The lead passed the electrical continuity testing indicating conductors are intact. The lead was returned intact and was not severed. Correction to field h10: impact code and device code.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported. Additional information received indicated that dislodgement was confirmed through chest x ray. Also, high thresholod was noted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported. Additional information received indicated that dislodgement was confirmed through chest x ray. Also, high thresholod was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement. Moreover, visual inspection revealed no responsibilities. The lead passed the electrical continuity testing indicating conductors are intact. The lead was returned intact and was not severed. Correction to field h10: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement and high thresholds allegations. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, visual inspection revealed no responsibilities. The lead passed the electrical continuity testing indicating conductors are intact. The lead was returned intact and was not severed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement. Moreover, visual inspection revealed no responsibilities. The lead passed the electrical continuity testing indicating conductors are intact. The lead was returned intact and was not severed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported. Additional information received indicated that dislodgement was confirmed through chest x ray. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported.